Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had cracked case near the display window corners and scratched screen.

Event description:
The customer reported that the bottom of the reservoir popped out during prime. The blood glucose reading was performed. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.